Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the charging cable was broken preventing the pump from charging. No impact to the customer¿s blood glucose. The customer received a replacement charging cable.